Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with non-sustained right ventricular oversensing on the cardiac defibrillator due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The physician decided to not perform any intervention and will follow patient normally.